Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a small volume intermate broke off at the distal luer. The device had been filled with meropenem. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H4: the lot was manufactured from may 27, 2021 - may 28, 2021. H10: the device was received for evaluation containing fluid in the bladder. The tubing was closed by the slide clamp to prevent from leaking. Visual inspection was performed which observed that the tubing was partially broken at the junction of the distal luer lock. Further inspection revealed that the remnant of the partially broken tubing remained inside the solvent-bonded area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the partially broken tubing was due to user related or a weakened tubing bond at the junction of the distal luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.